Event description:
Additional info was received on june 10th which indicated the application date of the device was 5/1/2003. Eight pieces from lot 3601300z and seven pieces from lot 3601110z were used.

Event description:
A patient presented with 90% total surface area burn. Approximately 30 pieces of integra artifical skin were used to treat the burned area. Prior to the applicaiton of integra artifical skin, a fascia excision was performed. The skin was applied the same day as the fascia excision. Since the burn accident, the patient has undergone fascia excision, removal of grafts, chest tubes, ventilation, and multiple bronchoscopies. A follow up phone call was placed to the treating surgeon by the co's medical expert. The surgeon indicated the patient was doing better. The surgeon indicated the integra artificial skin will be re-applied to the patient. A second application of the integra artificial skin was applied to the patient since some of the pieces from the first applicaiton had separated from the silicone layer. Two different lot numbers were used in this application. Lot number 360130z and 360110z. Three pieces of the artificial skin have to be removed becuase they were not sticking to the patient. No granulation tissue was present and the wound bed appeared "pale and white." Additional information and photos of the wound bed have been requested for evaluation.